Event description:
The recipient's internal device was partially extruded and the recipient developed drainage and pus. On (B)(6) 2015, the recipient was treated with antibiotics (augmentin); however, the treatment was not successful. The recipient was hospitalized on (B)(6) 2015. The recipient's device was explanted. The recipient will be reimplanted on the contralateral ear at a later date.

Manufacturer narrative:
The recipient is reportedly doing well. The external visual inspection revealed the electrode was severed near the array prior to receipt. This device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The recipient has healed. The recipient will be implanted with another cochlear device in the contralateral ear. This is the final report.